Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was not known. The device was reportedly functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was reported that the patient passed away on (B)(6) 2022. The cause of death is unknown and was not provided by customer. Whether the outcome was device or therapy related was not provided. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.